Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Updated fields: b5, d8, d9, g3, h2, h6, h11 based on historical data, possible causes include electrical problems such as open circuits, short circuits, signal loss, component problems, other problems such as influence of peripheral equipment, and material issues such as deterioration, mechanical problems such as stress, deformation, wear, corrosion between the video system center components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video system center had the front panel blinking. The issue was found during maintenance. There is no patient involvement.